Event description:
The account stated, the bed drifts down slowly.

Manufacturer narrative:
The technician found the hi/low brake block assembly was missing the oil-on washer. He replaced the oil-on washer to repair the bed.